Event description:
Litigation papers allege: pt was implanted with a depuy asr hip implant on his left side on or about (B)(6) 2009. Pt experienced severe hip, thigh and groin pain; audible "popping" sound while walking; and severe pain while walking. He also has excessive levels of chromium and cobalt. There is no mention of revision.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or add'l info be received, the investigation will be re-opened.

Manufacturer narrative:
Depuy still considers the investigation closed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
New etq record created in order to update etq (legacy system) complaint number (B)(4). Reason for original complaint - litigation papers allege: patient was implanted with a depuy asr hip implant on his left side on or about (B)(6) 2009. Patient experienced severe hip, thigh and groin pain; audible "popping" sound while walking; and severe pain while walking. He also has excessive levels of chromium and cobalt. There is no mention of revision. Doi: (B)(6) 2009 - dor: unk (left side). Patient is a resident of (B)(6). Update 1/11/2012: patient fact sheet form was received. There is no new information that would change the outcome of the investigation. Update der received 13 may 2014. Added dor (B)(6) 2014. Patient info. (B)(6). Additional product -taper sleeve.